Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the lithotomy procedure, the skylite basket was broken with the laser fiber during fragmentation. The laser fiber hit the basket handle during fragmentation. The device was replaced with another basket. There was no reported patient injury. As per the additional information received on 18apr2024, there was no harm to the patient. The basket was broken due to the incident with the laser fiber shot. It damaged the material.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "part geometry material selection". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "caution: if resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. Precautions: do not allow the device to come in contact with any electrified instruments or laser. Kinks in the sheath will hinder the mechanical operation of the basket, may affect insertion or withdrawal of the basket and has the potential to damage the endoscope¿s instrument channel. Do not allow the device to be directly fired upon by any lithotripsy devices. To do so may result in damage to the device and could result in patient injury." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the lithotomy procedure, the skylite basket was broken with the laser fiber during fragmentation. The laser fiber hit the basket handle during fragmentation. The device was replaced with another basket. There was no reported patient injury. As per the additional information received on 18apr2024, there was no harm to the patient. The basket was broken due to the incident with the laser fiber shot. It damaged the material.